Event description:
The customer reported that the unit would not power on completely.

Manufacturer narrative:
The customer reported that the unit would not power on completely. The device was evaluated at the philips repair bench, and the symptom was verified. The problem was resolved by replacement of the battery pca.